Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no audible sound coming from the speaker and a speaker malfunction error. No patient involvement.